Event description:
It was reported that during a laparoscopic gastric sleeve resection the surgeon fired first gst60g cartridge on stomach successfully. The second green cartridge was loaded and fired on stomach with instrument in articulation. When firing an unusual cracking and clicking sound could be heard. After completion of firing sequence, and when opening jaws surgeon could observe that the knife had done its intended job, but that staples had not formed properly. Staples had formed somewhat okay on one side of the knife but not at all okay on the other side. Surgeons then proceeded to suture the afflicted area. New echelon powered endocutter was opened and used with blue cartridges that could be fired as intended with no further problems. Patient implications unknown so far. Operation was prolonged as surgeons needed to suture the afflicted area.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload and can be seen with several staple legs protruding at proximal end. Whit the batch number 363a93. Based on the picture provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. H6: component code = g04. Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. This is an analysis for a photo submitted during the visual analysis of the photo, the following was observed: the photo shows a green reload and can be seen with several staple legs protruding at proximal end. With the batch number 363a93. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.